Manufacturer narrative:
(B)(4).

Event description:
It was reported, pt was not feeling any stimulation. It was noted question marks (???) Appeared in results. Troubleshooting was performed and still got question marks in results for electrode and therapy impedance. A longevity calculation was performed to estimate implantable neuro stimulator (ins) battery life. Prog 4: 6.5v, 300 pw, 14 hz, programmed electrodes: 3+,2-/ est longevity= .9 months with no cycling programmed and used 24hr/day. It was noted there was a loss of therapeutic effect and shocking or jolting sensation. The pt felt jolt in the area of the lead about 6 wks or so. The pt noticed that she was gradually getting return of symptoms. Power on reset (por) message was seen on pt programmer 3-4 days ago. The pt had revision surgery to move ins to a new pocket in (B)(6) 2010 due to an unhealed suture line from initial implant in (B)(6) 2009. Pt's symptoms were located at the ins, lead location. Pt was at clinic and in fair condition. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.